Manufacturer narrative:
Per the t:slim user guide, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate." Per the t:slim user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently did not set up the time settings and the "carbs on" feature after receiving the replacement pump. Blood glucose level was 105 mg/dl. Tandem technical support assisted the customer with correcting the settings.